Manufacturer narrative:
The insulin pump unit received with no button response due to unlocked lcd keypad connector. Unable to perform self-test, a-21 error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents prime/a33 test, off no power test and excessive no delivery test. No blank display noted. Unable to confirm battery out limit alarm due to no button response. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, belt clip slot, display window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer reported that the display was blank. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display did not return after troubleshooting. The customer mentioned that they received battery out limit alarm and they were unable to clear the alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.